Event description:
Same case as MDR ID# 2134265-2013-02037. (B)(4). It was reported that post a percutaneous coronary intervention procedure, the patient experienced a hypotension. (B)(6) 2011 - the patient presented with substernal chest pain associated with diaphoresis and cardiac catheterization was recommended. The 75% stenosed and 10mm long target lesion was located in the left main coronary artery extending to the proximal left anterior descending artery with a reference vessel diameter of 3.0mm. Target lesion was treated with pre-dilatation and three attempts were made to cross the target lesion with three different sized taxus liberte stents (3.50x2mm, 3.50x8mm, 3.00x8 mm). The taxus liberte stents were unable to cross the lesion. A 3.00x12 mm taxus liberte stent successfully crossed the lesion and was placed, resulting in 0% residual stenosis following post dilatation. In addition to the target lesion a 75% stenosed non-target lesion located in the proximal left circumflex artery was treated with placement of a 3.5x12mm promus stent, resulting in 0% residual stenosis. The patient was discharged the following day on aspirin and prasugrel. In (B)(6) 2013 the patient presented with chest discomfort and was diagnosed with st elevated myocardial infarction and was hospitalized the same day. The patient was treated with medication and three days later the event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel. One day post the discharge date the patient presented with chest pain radiating to the back and was hospitalized the same day and cardiac catheterization was recommended. Cardiac enzymes were consistent with a myocardial infarction. A 70% stenosis was noted in a non-targeted vessel located in the proximal right coronary artery. The lesion was treated with placement of a 2.75x16mm promus stent, resulting in 0% residual stenosis. The following day the event was considered resolved without residual effects and the patient was discharged. Eight days post the discharge date the patient complained of chest pain and was hospitalized and cardiac catheterization was recommended. Cardiac enzymes were consistent with a myocardial infarction. In-stent restenosis/stent thrombosis in proximal right coronary was noted and was treated with dilation using a 2.50x20 mm emerge balloon catheter and medication aggrastat. In addition, the ostial narrowing of the right coronary artery was treated with balloon angioplasty using the same emerge balloon catheter. During balloon inflations, the patient developed hypotension though electrocardiogram remained normal "once a transient bundle configuration dissipated". Two days later event was considered resolved without residual effects and the patient was discharged aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).